Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 200 ohms. It was noted that prior to mid-july 2022, shock impedance measurements were stable in the low 50s, and then became more variable in the 50-80 ohms range. Additional information received reported that vector breakdown and shock impedance testing showed fluctuating >200 ohms as well as a 0 ohms measurement. The field representative denied any electromagnetic interference (emi) sources. Ts mentioned it was possible that the adapter may have contributed to reported observations. This rv remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.